Event description:
It was reported the placement hand prepares the items before placement, pre-fills the catheter, sees a gritty hole in the catheter, fluid flows out, and the back desk nurse reopens a new catheter to complete the placement. Increases tube placement time. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed, but the root cause could not be determined. One video of a 4fr sl groshong catheter was returned for evaluation. The video starts with a clinician holding a 4fr sl groshong catheter with inlaid stiffening stylet still inside the catheter. The clinician has attached a luer slip syringe, with liquid, to the hub of the stiffening stylet. Below the catheter is the kit tray along with some other kit components. A bead of liquid can be seen on the catheter tubing in the segment that is in between the clinician's hands. As the video progresses the clinician presses down on the syringe plunger causing fluid to flow through the catheter. As the fluid flows down, more beads of liquid continue forming and falling at the location previously described. This indicates that a tear is present in the catheter tubing. However, the video does not provide enough detail to determine how the tear formed. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause.

Event description:
It was reported the placement hand prepares the items before placement, pre-fills the catheter, sees a gritty hole in the catheter, fluid flows out, and the back desk nurse reopens a new catheter to complete the placement. Increases tube placementtime. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.